Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/31/2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. No share log data was available for review. The complaint confirmation of a loss of connection could not be determined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The product has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional patient or event information is available.